Event description:
It was reported that during balloon pump therapy the intra-aortic balloon pump (iabp) was not charging properly. As a result, the pump was taken out of service and replaced with another pump. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "iabp is not charging properly" is confirmed. During complaint investigation, no voltage outputs were present during testing, which is the cause of the reported issue. The root cause of the power supply voltage output failure is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of iabp "battery is not charging properly" is confirmed. The distributor's technician serviced the pump and noted that the power supply was not charging the battery. The power supply was replaced, and the issue was resolved. The root cause of this complaint is undetermined. If a part is returned at a later date, a full investigation of the sample will be performed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that during balloon pump therapy the intra-aortic balloon pump (iabp) was not charging properly. As a result, the pump was taken out of service and replaced with another pump. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during balloon pump therapy the intra-aortic balloon pump (iabp) was not charging properly. As a result, the pump was taken out of service and replaced with another pump. There was no report of patient complications, serious injury or death.